Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the device has a ground wire resistance that was high during the safety inspection. There was no reported patient or user involvement and no adverse patient/user impact.